Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples were malformed. There was no pt consequence. Add'l info received 10/27/97. It was stated by the affiliate that the staples would not hold and other staples were used.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, not returned; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, anvil; staples present/location, no and tissue present/describe, no. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The instrument was received without the anvil. As the anvil was not returned with the instrument, further functional testing could not be performed. Therefore, it could not be ascertained as to why the staples were reportedly malformed. Mfg and engineering have been notified of the reported incident.